Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator (ICD) found an episode of noise reversion, and poor discriminator morphology scores. Programming interventions were made. The patient was asymptomatic.